Event description:
When the surgeon was pulling the carrier through the tunnel using the tunneller, the carrier plastic piece broke off at the metal point of the tunneler. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
On 01/08/2009 the carrier has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.